Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the photograph submitted for evaluation. The photograph displayed one insyte autoguard unit without packaging. The unit in the photo consisted of the needle/hub assembly partially retracted into the safety shield (barrel). The barrel was damaged. Further visual examination of the photo showed the back end of the needle/hub being stopped at the area of the barrel damage, indicating that the damaged barrel has hindered the needle from fully retracting. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Without the actual sample available for evaluation we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter there was a rupture in the lower part and the needle was half out, so the device was not activated. The following information was provided by the initial reporter, translated from portuguese to english: when performing the puncture, the safety device was activated, at this moment there was a rupture in the lower part and the needle was half out, so the device was not activated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter there was a rupture in the lower part and the needle was half out, so the device was not activated. The following information was provided by the initial reporter, translated from portuguese to english: when performing the puncture, the safety device was activated, at this moment there was a rupture in the lower part and the needle was half out, so the device was not activated.